Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® pst¿ tubes with lh (lithium heparin) gave decreased co2 results during use. The following information was provided by the initial reporter: "customer complained of having decreased co2 results using bd microtainer green top tubes. They are still investigating the cause and have confirmed the issue is not from their reagents."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues with the tubes were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd microtainer® pst¿ tubes with lh (lithium heparin) gave decreased co2 results during use. The following information was provided by the initial reporter: "customer complained of having decreased co2 results using bd microtainer green top tubes. They are still investigating the cause and have confirmed the issue is not from their reagents."